Event description:
The consumer alleges she was injured from a fall due to the stability lock. Details of the alleged injury have not been provided at this time.

Manufacturer narrative:
No details of an alleged injury have been provided. MFR was contacted from a distributor who reported a user allegedly fell from her chair before he was able to install the kit. This complaint appears to be the result of a malfunctioning stability lock. If the stability lock feature does not engage properly, the chair may tip. Invacare has initiated a voluntary field action (#z-0930-2009).